Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and topical skin adhesive was used. During the procedure, the glass shattered through the plastic. The resident did not get cut. It is unknown how the case was completed. There were no patient consequences reported. No device will be returned. There is no further information available about the event.